Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of an 80 mm diameter abdominal aortic aneurysm. The proximal neck was 23.3 ¿ 24.5 mm in diameter. The distal neck was 27.5 ¿ 31.6 mm in diameter. The aortic neck length was 10 mm and the angulation was 13.2. The distal aorta was 26.1 x 50.5 mm. It was reported that the bifurcated stent graft was initially placed too low and the decision was made to extend with a 36mm endurant cuff. Per the physician the imaging was inadequate and inadvertently placed the cuff slightly too high and partially covered both renal arteries. However, both renal arteries appeared to have adequate flow on final angio. The physician was happy with this but the patient¿s renal function deteriorated overnight. The patient was taken back to angio and the physician placed a renal stent into the left renal artery. Access could not be achieved to the right renal artery so it was left alone. The patient was placed on dialysis and was recovering well. However, the patient later expired. Per the physician, the cause of the event was due to user error.

Manufacturer narrative:
Product analysis results are: the exact cause of the bifurcate being implanted too low, cuff being implanted too high during implant procedure leading to unintentional coverage of the renals which resulted in deteriorated renal function and patient death could not be conclusively determined from the pre-implant films provided. The films during the index procedure was not returned for analysis. It is possible that the events were related to operator's technique, use environment, or inadequate imaging during implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.